Event description:
It was further reported that the patient presented at the time of the index procedure with pre-syncopal symptoms characterized by light headedness and diaphoresis. The target lesion was a de novo lesion. At the time of the event the patient went to the emergency department due to chest pain, however it was ruled out. In (B)(6) 2012, an outpatient stress test was performed which showed mild inferior apical ischemia with inferior scarring which was managed with imdur. The patient continued to have burning sensation in his chest on exertion. Subsequently he was diagnosed with unstable angina. At the time of the event the patient was taking aspirin and clopidogrel. The study drug was discontinued in (B)(6) 2011.

Manufacturer narrative:
Describe event and relevant tests updated. (B)(4).

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient experienced restenosis and chest pain. The target lesion was located in the 1st right posterolateral (1st rpl) branch with 90% stenosis and was 12 mm long with a reference vessel diameter of 2.25 mm. The physician treated the lesion with pre-dilatation and placement of a 2.25 x 28 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient presented in the emergency department for recurrent chest pain radiating down to left arm and was mildly lightheaded. Cardiac catheterization was recommended. The 99% stenosis in 1st rpl was treated with balloon angioplasty and placement of a stent with 30% residual stenosis. The event was considered as resolved without residual effects and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).